Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The actual sample involved has not been returned for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: customer reported: under infusion, 30ml syringe wanted to infuse 26 ml over 2 hours, set infuse 13 ml/hr. When infusion was supposed to be complete, pump registered 21 ml infused and about 9 ml remained in syringe. No injury to patient.